Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer was open, however, the cubie did not open. An error indicated that the device was not detected on the bus. The station was rebooted, but the issue persisted the customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the half height cubie drawer 2.2 could not recognize trays or pockets. A field service engineer (fse) confirmed that no parts were required to resolve the issue. All internal cable connections within the drawer were reset that restored proper functionality. The system functioned as intended after field service engineer repaired the device.